Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and confirmed that the image was distorted. The technician replaced the video converter component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported distortion on the image of the equipment connected to the hv1000 integration system. No report of injury.